Manufacturer narrative:
(B)(4). (Second pedicap see 2936999-2013-00502).

Event description:
(B)(6) with recurrent apnea secondary to nec. In the afternoon of (B)(6), the neonatal team determined that the pt needed endotracheal intubation for continued respiratory support. It was reported to covidien that the product did not change color. A second etco2 detector (same brand and lot number as the first) was used with the same results. Users exhaled through sample from lot # 123210105x with no color change noted. A third etco2 detector (same brand /different lot) was used, endotracheal intubation was successful. Pt condition was noted as stable/critical both before and after event.